Event description:
It was reported that during an open sigmoid resection, the device was empty on the first firing. The drivers were not up. A new reload was used to complete the procedure and extended operating time by only five minutes. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.